Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect monitor. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system monitor would intermittently display a black screen. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after replacement of the navigation system monitor.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Checked power supply that came with the monitor and the power supply was functioning normally with no failures. Flexing the power cable and video cable does not indicate any intermittent opens. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.